Event description:
The pt is reportedly experiencing sound quality issues, followed by loss of sound. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Device testing revealed the device is functioning within specs. Revision surgery will be schedules.